Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong connector was returned disassembled for evaluation. A functional test of attempting to infuse water into the proximal connector piece using a 12 ml syringe revealed the proximal connector piece was occluded just distal to the clear extension tubing as the water could be seen flowing into the extension tubing. The plastic, distal portion of the proximal connector with the metal cannula was carefully removed from the extension tubing. A microscopic observation revealed a metal occlusion inside the plastic molded portion of the proximal connector piece. A 0.018 in. Nitinol guidewire was used push the metal occlusion out of the plastic molded portion of the proximal connector. After the metal piece was removed from the proximal connector, measurements were taken. Because a metal occlusion was found inside the groshong connector, the complaint of unable to infuse is confirmed and is related to manufacturing. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that the catheter was removed because it could not be flushed in the ward on the same day after catheter placement. The catheter body was discarded and only the catheter connector has been returned.

Event description:
It was reported that the catheter was removed because it could not be flushed in the ward on the same day after catheter placement. The catheter body was discarded and only the catheter connector has been returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.